Event description:
Spouse of home pt (hp) reports calling baxter's technical svc ctr for assistance after hp's pt line tubing of the homechoice set disconnected from the transfer set. Spouse reports hp fell out of bed, the fire dept was called, and a fireman accidentally stepped on the connection disconnecting the two tubing lines. Spouse reports hp ended treatment at that time with the assistance of the baxter tech. No pt injury or medical intervention required as a result of incident.